Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a dislodged conductor wire at the proximal end in the housing, likely causing failure of energy delivery. The instrument failed the continuity test. The conductor wire length was measured to be 61.02mm and 63.56mm. The conductor wire was installed back on the connector pin and the instrument then passed the continuity test. For clarification, the dislodged conductor wires were wedged behind the instrument release button, which prevented the instrument release button from being able to be compressed properly. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had difficulty removing the fenestrated bipolar forceps instrument. The release buttons would not let the instrument release from the robot easily. After some effort, the customer was able to remove the instrument. A fragment fell inside the patient, but it is unknown if it was retrieved. The procedure was completed robotically using a backup instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the manufacturing process. If the conductor wire is shorter than specified, it can get dislodged from the proximal pin on the energy instrument identification board as the instrument gets used over time.

Event description:
Refer to h11 for follow-up information.